Event description:
A physician reported that the surgeon found many small bubbles during phacoemulsification and post operative surgery the patient had positive coagulase and experienced with endophthalmitis and intense infection identified. The surgery was completed and current patient condition was not reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
All batches are released according to the required specifications; all testing results were within specification for this batch. No product deviations reported during manufacturing of this lot that could cause the reported adverse event (ae). No material deviations are reported for the used syringe. One material deviation is reported for the used stopper (tear/damage) but without the complaint sample it cannot be determined whether this is related to the complaint. Investigation showed that no in process control deviations related to this complaint were reported during filling. The syringes are 100% inspected after the filling operation: scrap percentage is within a normal range. No deviations related to this complaint were reported during in process control assembly: at each start up assembly, every 30 minutes and at closure of the working order a visual inspection is performed on 24 successive syringes and no deviations related to air bubbles are reported. No deviations related to this complaint were reported during in process control blistering: at each start up blistering, every 30 minutes and at closure of the working order a visual inspection is performed on 12 blisters. No sample was returned for evaluation. Retain sample evaluation - the chemical lab has tested the osmolality and ph of a reference sample and all results are within specifications for the tested parameters. Stability check - there were no confirmed out-of-specification stability deviations and no unusual trends were observed for the stability results of the stability batches tested during the review period of this apqr. As no manufacturing related deviations were identified, the reference sample was conform to the specifications and no sample is available, a conclusive root cause within the manufacturing site could not be determined for the ae events. As no manufacturing related deviations were identified, and no sample is available, a conclusive root cause within the manufacturing site could not be determined for the bubbles event. All batches are released according to the required specifications and all initial testing results are within specifications. A 100% visual inspection of all filled syringes and all blisters is performed to remove syringes with large air and/or silicone bubbles. Possible root causes for this complaint may be that the customer observed silicone droplets or air bubbles. Air bubbles: a limited amount of air can be present in the syringe, inherent to the filling and stoppering process of the syringes, however a 100% visual inspection process of all filled syringes is performed to avoid syringes with visible large air bubbles. Silicone droplets: most probably the small bubbles observed are medical grade silicone that is present on the coated syringe wall to enable glide ability of the stopper. This silicone may accumulate during advancement of the plunger and form small silicone droplets. As a result of complaint trend investigation, it was identified that there is some within specification variability in the siliconizing process with our suppliers. If some more silicone is present, but still within specifications, more oily droplets may be formed during the progressing of the stopper. The silicone oil used is manufactured and tested in compliance with good manufacturing practices at an iso certified facility. The low levels of silicone oil do not elicit local ocular or systemic toxicity. All batches are released according to the required specifications. No further action warranted at this time. Investigation has been completed based on current information. Based on the investigational findings the in-process controls, retain sample testing and product acceptance criteria continue to be acceptable. Complaint trends are monitored for evidence of adverse trending of reported events and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).